Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that during device data review this right atrial (ra) lead exhibited a low out of range pace impedance measurements and noise. This lead remains in service and will continue to be monitored. No adverse patient effects were reported.